Event description:
Reporter indicated that the patient had two strokes in the past few months. The second stroke resulted in paralysis on the right side of the patient's body. A CT scan did not reveal any anomalies and no MRI was performed. The patient suffers from hypotension and it is currently unknown what is causing the strokes. While the physician believes that the strokes may have occurred regardless of the device, it has been disabled to rule it out as a contributory factor. The patient also complained of heart palpitations which because about one year ago. The start of the heart palpitations is not related to an any change in settings as the device was last adjusted one and half years ago. Device diagnostics were performed and all results were within normal limits. Currently, the plan is to monitor for now with the device off prior to making any decisions on whether or not it was removed.